Event description:
Caller reported a malfunction on pump, referenced as malf 9. There was no confirmed impact on customer¿s blood glucose level since the patient was unable to view cgm reading. Patient reset pump independently and declined a loaner pump, with support transferred to renewals for further help.